Event description:
Inserted a bite guard [oral bite block] during an anesthetic. While waking the pt up, she bit on the guard snapping the device into 2 pieces. One piece came out of her mouth and the other was lodged between the posterior molar teeth. The small piece that remained in her mouth could have been easily aspirated into the lungs. Diagnosis or reason for use: prevent biting on artificial airway.